Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement reported .

Manufacturer narrative:
Additional information: (B)(6). It was reported that during routine pm the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement and no harm reported. A getinge field service engineer (fse) stated that it was discovered that both the cardiosave console and the cart were leaking helium outside of the expected allowance. The console was resolved by replacing the helium reservoir assembly. The cart was resolved by replacing the high pressure helium regulator, tubing assembly, helium 0.005id, tubing assembly, helium. All tests passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
N/a.